Manufacturer narrative:
The nursing supervisor of the rehabiliation center in which the pt resides indicates that the pt is in an alzheimer's unit where she is an "ambulator and a wanderer". She further indicates that the pt's plan of care involves isolating the tubing of v.a.c. By securing it and bringing it up the pt's pant leg. The nursing supervisor also indicates that the nursing aides were to ambulate the pt, but the pt got up unaccompanied, fell and fractured her hip. There was no device malfunction reported or implied.

Event description:
A patient with alzheimer's disease was being treated with v.a.c. Therapy for a lower leg wound. Reportedly, even though the pt was not supposed to walk without assistance of nursing aides, she attempted to do so when she was tangled in the v.a.c. Tubing and she fell. Her hip was subsequently found to be broken reportedly as a result of the fall.